Manufacturer narrative:
The model and serial number were not provided, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. The facility and initial reporter were not documented in the user medwatch report. This information will be provided in a supplemental report if and when made available. As the model number is unknown, the 510(k) number cannot be determined. This information will be provided in a supplemental report if and when made available. As the device information is unknown, it is unknown whether this unit has already been returned to/evaluated by sorin group (B)(4). As the serial number is unknown, the manufacture date cannot be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. It is unknown where this incident occurred. This medwatch report is filled on behalf of sorin group (B)(4). On september 6, 2016, sorin group (B)(4) received a user medwatch report (mw5064231) stating that infection control identified a case of mycobacterium chimera surgical wound infection in a patient who underwent aortic valve replacement surgery with a bovine valve and two coronary artery bypass grafts, along with implantation of a heartmate ii vad in 2015. The surgery involved the use of a sorin heater-cooler system 3t. The patient was hospitalized in 2016 and has been intermittently hospitalized since with wound dehiscence and wound infection with mycobacterium avium complex. As no device information or contact information for the facility or for the initial reporter was provided in the user medwatch report, sorin group (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. Past communication with the FDA on july 27, 2016 for a different report has confirmed that any missing or redacted information was removed from the user report at the request of the submitter, and no new information would be provided. The FDA suggested performing due diligence to ensure that there is no additional information regarding this event contained in an already existing complaint. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. In the event of receipt of new information, a supplemental report will be provided. No facility or serial number provided.

Event description:
On september 6, 2016, sorin group (B)(4) received a user medwatch report (mw5064231) stating that infection control identified a case of mycobacterium chimera surgical wound infection in a patient who underwent aortic valve replacement surgery with a bovine valve and two coronary arter bypass grafts, along with implantation of a heartmate ii vad in 2015. The surgery involved the use of a sorin heater-cooler system 3t. The patient was hospitalized in 2016 and has been intermittently hospitalized since with wound dehiscence and wound infection with mycobacterium avium complex.